Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The product has been received and the evaluation is pending. A follow report will be submitted with investigation results once the evaluation has been completed.

Event description:
In the ICU, a nurse started a secondary infusion of potassium at 100 ml/hr, vtbi of 100 mls. The nurse heard the pump motor running fast and saw that the potassium was infusing rapidly. The nurse immediately stopped the infusion. There was no patient harm or medical intervention. No further patient/event information is available.